Event description:
Customer reported a malfunction alert, specifically malfunction 12, involving an unresponsive screen that would lock when pressed. There was no reported impact to the customer's blood glucose level. The customer declined follow-up from technical support, and the case was subsequently closed.